Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer also reported that the plastic in the reservoir compartment is broken. Blood glucose value was 89 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had intermittent button response due to a flattened button dome switch. The pump also had minor scratches on the lcd window, cracked battery tube threads, and a broken reservoir tube lip. No unexpected numbers ramping or scrolling were noted during testing.